Manufacturer narrative:
Based on the returned device, it is likely that the root cause of the failure mode was insufficient mechnical properties to withstand the impaction forces that were applied during its last use. The impact forces may have exceeded the mechanical properties due to potential off axis loading or a tight disc space. In addition, the installer featured some rust propagation, indicating the instrument was likely left wet following sterilization for an extended duration. This rust likely exacerbated the compromise of the specific joint, contributing to the fracture seen.

Event description:
It was stated that, "the prolift inserter inner mechanism snapped in half. No component left in patient. Reported delay: 3 mins. The surgeon was malleting the interbody into the disc space."